Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle leaked in the patient's mouth before touching the patient.

Event description:
It was reported that the bd precisionglide needle leaked in the patient's mouth before touching the patient.

Manufacturer narrative:
One full shelf carton was returned in good shape. Five random samples were pulled from the shelf carton and leak tested. No failures or issues were observed. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of the testing performed on the returned samples were acceptable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed assembly batch 7236849 had 23 visual inspections performed on 1,300 parts with zero defects noted. Four leak tests were performed on 20 parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batch.